Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to multiple inappropriate shocks. It was noted that the right ventricular lead was fractured. High lead impedance was also observed on the right ventricular lead although this was down a day prior to interrogation. The patient was noted to be recovering pending lead revision.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received suggests the right ventricular lead was explanted and replaced. The patient was stable post explant.